Manufacturer narrative:
(B)(4). The complaint reported was regarding error 1006 noted on the carto 3 system: "back patch sensor is disconnected" that resulted in procedure prolongation of 1.5-2 hrs. The issue was not resolved during the call support. The carto 3 system associated with the reported complaint was thoroughly inspected by bwi service engineer and confirmed the reported issue. Back patch #2 was found faulty and replaced with a new one. The system was tested and found ready for use. The defective back patch sensor cable caused the issue. The system correctly displayed the related error message about the problem. Carto 3 users are informed about the potential failure of carto 3 in the instruction for use. In addition, the device history record associated with carto 3 system serial # (B)(4) was reviewed and there was no discrepancy noted. As for the complaint issue itself, a corrective action has been opened to address and resolve this issue.

Event description:
It was reported that during an a-fib procedure, error 1006 was noted on this carto 3 system, "back patch sensor is disconnected". The on-call field service engineer was consulted for further assistance. However, the error persisted. This issue could not be resolved over the phone. The case was completed using non-bwi device/ system (manufactured by st jude medical). The malfunction itself was not indicative of a reportable event. The patient was intubated and was under general anesthesia; and the procedure was prolonged by approximately 1.5-2 hours. Attempts have been made to obtain the patient's baseline condition (such as age, gender, and chronic health condition or major medical history), however, no detailed information was provided.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).